Manufacturer narrative:
(B)(4). Batch #: 248a14. Investigation summary: a photo along with the device was returned for evaluation. This is an analysis for two photos submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: both photos shows a blue reload from the lower side showing the pan cartridge and appears to be one missing driver. Based on the photo review, the event describe could not be confirmed, however, no conclusion or root cause could be determined. The product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample revealed that the ecr60b reload was returned unfired and the pan partially dislodged on the distal end with 14 double drivers and 7 single drivers are missing. No conclusion could be reached on what may have caused the reload pan to dislodge. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on the cause of the reported event. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that during partial gastrectomy surgery, opened the packing, noted the device was damaged as the photo shows. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.